Event description:
It was reported when using the bd pyxis¿ medstation¿ es, s nurse could not log in and was getting "unable to authenticate." Error message. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the account was locked out. A technical support specialist checked the es server, found it was not locked, advised customers to reach the hospital information technology team for active directory account check, and confirmed user could log in without issues from med station logs. The system functioned as intended after the technical support specialist troubleshot the device.